Event description:
Report received indicated prior to inserting device into the pt, the stent prematurely deployed. The intended procedure was carotid angioplasty. The physician used another stent to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
This product will be returned for evaluation and testing. Add'l info will be sent within 30 days upon receipt.